Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was having some problems with device symptoms. Additionally, the left side of the body will shake when rolled on the left side and patient could not have a magnetic resonance imaging (MRI) with the current lead system. This device was surgically explanted and was replaced with a non-boston scientific product. No additional adverse patient effects were reported.